Event description:
Baxter (B)(4) received a report of a basal/bolus infusor that overinfused during patient therapy. The device was filled with 7ml of fentanyl citrate, 60ml of 2% ropivacaine hydrochloride hydrate, and 133ml of saline. The expected infusion time was 50 hours, but actually finished in 25 hours. The patient control module (pcm) was not used during patient therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: this product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 12ml of fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. A functional flow test was performed on the sample and pcm (patient control module) for 30 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 7.76 ml/hr, normalized flow rate = 7.95 ml/hr, pcm average dispensed volume = 1.94ml both the infusor and the pcm produced functional results within the specification range (7.20 - 8.80 ml/hr for infusor, and 1.80 - 2.20 ml for pcm). The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.